Event description:
It was reported that the probe tip was broken during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. Unable to determine cause of the event.